Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device) is broken and therefore no image is displayed. The video cable is broken and therefore stripes in image occur a definitive root cause could not be identified for the broken r-unit, the broken video cable, dented outer tube, or damaged bonding in the outer tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited a broken r-unit (charged coupled device), resulting in no image displayed. There was also a broken video cable, causing stripes in image to occur, as well as a dent in the outer tube and damaged fiber bonding in the outer tube area (distal end). There was no patient involvement.